Event description:
Reporter indicated that pt has had increased memory loss, increased depression and an increase in seizures. Pre-vns, the pt had a seizure every month or two. Since vns implant, the pt is having more smaller seizures (clusters). It was reported that using the magnet usually brings the pt out of the seizures. Neurologist increased programmed device parameters at last office visit (date unknown) and on the way home from that visit, the pt had a seizure. Pt is scheduled to see neurologst again. Investigation to date has been unable to determine the severity of the reported adverse events.